Manufacturer narrative:
Device was used for treatment, not diagnosis. It is unknown when reaction began; hives showed up approximately 2 months post-operatively. This report is for seven (7) unknown screws. (Other number-UDI)no part number, UDI unavailable. Device remains implanted in the patient. Device is unavailable for return. Therapy date for concomitant device unknown. Part # is unknown, 510k number is unknown without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient is experiencing localized and generalized hives, which is suspected to be related to a metals allergy. The patient underwent a tibia/fibula repair on (B)(6) 2016, involving the implantation of one fibula plate and seven screws, and also one tibia screw. The hives began approximately two months postoperatively. The patient also underwent a breast biopsy in (B)(6) 2016, during which a titanium marker was placed. The patient has recently been treated with steroids. She stated that presently the symptoms are returning. The patient's allergist is seeking metal samples for skin patch testing. Concomitant devices: breast biopsy titanium marker/clip (part #unknown, lot #unknown, quantity 1) this report is for seven (7) unknown screws this is report 2 of 3 for com-(B)(4).